Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on march 27, 2009 and obtained the following information. The patient reported that on the afternoon of eight days prior to original date (or that week of) she obtained a message of "hi danger/call dr" with the subject meter. Per the onetouch basic enhanced owner's booklet, this message appears when a blood glucose test result is above 600 mg/dl. The patient claimed she was feeling fine at the time she obtained this message; however, based on the message she took 15 units of novolog insulin. The patient reported that she generally manages her diabetes by taking a set amount of lantus insulin (45 units) at 5pm and taking 1 tablet of actos in the morning daily. In addition, the patient claimed she takes novolog insulin (based on a sliding scale) only when her blood glucose is over "200 mg/dl." Approximately 15-20 minutes after administering the insulin the patient claimed she began to feel weak and sweaty. At the onset of symptoms the patient stated that she tested with her friend's meter (onetouch ultra) and obtained a result of "32 mg/dl." The patient claimed she drank soda and then her friend took her to urgent care. While in urgent care, the patient stated her blood glucose was in the "60 mg/dl" range when tested with the clinic's meter. She reportedly was treated with an IV; however, could not confirm if it was IV glucose. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.